Event description:
Additional information received reported the clinic used a microkeratome with reusable rings and disposable blades. Prior to the reported events, disposable rings and blades were routinely used. Since discontinuing use of the reusable rings, there have not been any additional cases of corneal opacity. The excimer device was also found to be working as intended and within specifications.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a corneal opacity three days following lasik treatment of the right eye. The patient was put on an antibiotic drop, a steroid drop and moisturizing drops. Additional information has been requested. There are multiple related reports for this event. This report addresses patient (B)(6) right eye, and additional manufacturer reports will be filed.